Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18oct2018. Philip's service engineer (se) inspected the device. The se found the leak in the manifold. The se replaced the o2 manifold. The ventilator passed electrical safety and performance verification testing and was returned to use.

Event description:
It was reported that the ventilator o2 manifold was leaking. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 02jan19. Date rec¿d by MFR: 31dec18. An o2 transport manifold assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.